Manufacturer narrative:
The technician found the reservoir was leaking and the hydraulic power unit was not functioning and making a loud noise. The technician replaced the reservoir and hydraulic power unit to repair the bed.

Event description:
Information received indicates the bed has no hi/low of head articulation functions.